Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during sterile processing, it was observed that the nose end of the motor device was leaking air. The reporter stated that the distal end of the motor device was leaking air but could not determine if the air leak occurred in the run or load settings. It was not reported if there were any delays to a scheduled surgical procedure or if a spare device was available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. However, during evaluation, it was found that there was a different hose on the unit which was an indication of tampering and unauthorized repair. It was determined that this was due to misuse / abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.